Manufacturer narrative:
The correction of d1 brand name, d4 version or model #, d4 unique identifier (UDI) #, h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous d1 brand name: maquet equipment. Corrected d1 brand name: na. Previous d4 version or model #: ard515048999. Corrected d4 version or model #: ardsat209001a. Previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: none. Previous h3c if other provide code-explain: device not returned to manufacturer. Corrected h3c if other provide code-explain: none. Getinge became aware of an issue with one of our equipment sat 13fs0. As it was stated, protective caps from three boom arms were missing. There was no injury reported and the circumstances of the issue are unknown. However, considering the worse case scenario the broken off parts could fall off into the sterile field and the missing part could detach from the device and fall off into the sterile field, therefore we decided to report this issue in abundance of caution as it might be a source of contamination. It was established that when the event occurred, the surgical equipment did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: maquet did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report can not be performed. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our equipment - sat 13fs0. As it was stated, protective caps from three boom arms were missing. There was no injury reported and the circumstances of the issue are unknown. However considering the worse case scenario the missing part could detach from the device and fall off into the sterile field, therefore we decided to report this issue in abundance of caution as it might be a source of contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1i event site telephone: (B)(6). H3 other text : device not returned to manufacturer